Event description:
It was reported that starting yesterday and last night, the patient¿s therapy was not working. Using the patient programmer, it was determined that the patient¿s device was off. The patient turned the device back on, was on program 3 at 0.8 v, and reviewed programmer icons/meanings. When stimulation was turned up higher, the patient thought it was painful at the hip/device area, so it was kept at 0.8 v. Although the patient had not used her programmer yesterday, it was noted that the device could have been off longer than just yesterday. The patient had a follow-up appointment with her doctor next week. It was noted that the patient didn't think their device was working. It was noted that the patient was not feeling stimulation before the device was turned back on.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va03sq1, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).